Event description:
The customer called to report blood glucose levels over 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Unable to perform the high pressure test, but did notice that insulin was leaking. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.